Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the device that could have contributed to the reported event. Based on the investigation, the device conformed to specification and the cause for the reported event related to the device could not be determined. Possible causes for no marking can be influenced by many factors including, but not limited to, manufacturing, if the marker port is against the artery wall, side wall stick, low blood pressure, if there is a clot or tissue plugging the marker port and if the device is not in arterial lumen. A review of the finished product lot history record did not reveal any nonconforming material records relevant to this event. In addition, a query of the complaint database was performed and there were no other event within this lot reported for marking issue. There is no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted after an interventional procedure using the perclose proglide device. Reportedly, as the device was advanced, there was no continuous drip of blood from the marker lumen. The part from the marker lumen to the marker port was not open. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. It was reported that the physician has only used about 5-6 proglides and is not yet proficient in the use of the device. Though requested, no additional information was provided.